Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and it was discovered that the calibration file caused the reported event. Deleting the file and re-calibrating the system resolved the issue. No further issues were reported. A software investigation was also completed. This investigation found the reported issue to be related to a user calibration error. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while preforming a system checkout, they discovered inaccuracy. There was no patient present when this issue was identified.